Manufacturer narrative:
Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the proximal end in the waterfall pulleys and the instrument failed the electrical continuity test. The root cause of this failure is attributed to manufacturing. A review of the instrument log for the maryland bipolar forceps instrument associated with this event confirmed that the instrument was last used on (B)(4) 2020 on system (B)(4). Per logs, the instrument had 1 use remaining. A review of the site's complaint history identified no other reportable complaints for this product. No image or video clip for the reported event was submitted for review. The maryland bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided at this time, this complaint is being reported because: the instrument was found to have a broken conductor wire at the proximal end during failure analysis investigation. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, the maryland bipolar forceps instrument would not "energize". The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the. Following additional information: no instrument collision occurred during the last known instrument usage and there was no report of patient injury occurring during the last time the instrument was used.